Event description:
On (B)(6) 2025 the user identified a cartridge leak during a supply change. The user replaced the cartridge and connector and resumed insulin delivery. Blood glucose levels were unaffected and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.